Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a remote monitoring alert was received for low sensing on this right ventricular (rv) lead. Further review revealed that impedances and pacing thresholds had increased. Lead dislodgement was suspected and a revision procedure was scheduled. During the revision procedure, the dislodgment was confirmed via x-ray and loss of capture at max outputs. The physician elected to replace the lead due to tissue accumulation in the helix. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed body fluid and tissue in the helix housing. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.